Event description:
Additional information reported by the health care provider reported that the cause of the event was that the patient could not charge the battery. The event was attributed to the implantable neurostimulator (ins) and the recharger. There was a charging issue which was a loss of "boxes" or coupling bars, and the ins was hard to charge. The patient's device was reprogrammed in (B)(6) 2012, and the patient was getting "good coverage". Hospitalization was not required. No further information was provided.

Event description:
It was reported that the patient had problems with recharging their device and therefore, they went into overdischarge. The last time stimulation was felt was 1-2 months ago. Use of the antenna locate feature lead to a power on reset condition, which then lead to the normal recharge screen. It was noted that this was the third overdischarge for the patient. They were able to start a normal recharge session but coupling dropped from 8 to 4 bars. It was noted that the patient had good therapy when the neurostimulator was charged. Subsequent information indicated that the battery was placed too deep and the patient will have a battery replacement and pocket revision.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).